Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2024138. Medical device expiration date: 31-dec-2026 . Device manufacture date: 24-jan-2022. Medical device lot #: 2010821. Medical device expiration date: 31-dec-2026. Device manufacture date: 10-jan-2022.

Event description:
It was reported by the customer that the bd safetyglide¿ needle only, 25 g x 1 in. Were unable to push medication/vaccine out of the meedle. The following information was provided by the initial reporter: offices are reporting that they are unable to push medication/vaccine out of the needle.

Manufacturer narrative:
H6: investigation summary it was reported that the needles were clogged. No samples or photos received by our quality team for evaluation. A device history record review was completed for provided lot numbers 2024138 and 2010821. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. Verification of the lubrication process was performed. The settings were correct and the flow of product was good. Based on the investigation and with no sample analysis the symptom reported could not be confirmed.

Event description:
It was reported by the customer that the bd safetyglide¿ needle only, 25 g x 1 in. Were unable to push medication/vaccine out of the meedle. The following information was provided by the initial reporter: offices are reporting that they are unable to push medication/vaccine out of the needle.